Event description:
The pt performed a blood glucose test on the suspect device and obtained readings of 338 and 319mg/dl. Pt's spouse said pt acted strange and spouse called the paramedics. The paramedics arrived and tested pt's blood glucose on their device and the result was 41mg/dl. Pt was given an IV and glucose. The paramedics retested and the result was 138mg/dl.